Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for non-sustained ventricular tachycardia (nsvt) episodes and sensing integrity counters (sic). A history of t-wave oversensing (twos) was noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.